Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged after the patient fell. Additional information indicated that the dislodgement was confirmed through x-ray and device check. The lv lead was explanted and replaced. No additional adverse patient effects were reported.